Event description:
It was reported that the physician has observed several episodes of right ventricular (rv) over-sensed noise and low, out-of-range pacing impedance measurements (<200 ohms). The device data was forwarded to boston scientific technical services (ts) and it was discussed that the over-sensed episodes were the result of both myopotential and mechanical lead noise. Additionally, there was an abrupt change in the lead sensing parameters in march, which coincided with the start of the over-sensing. There was also evidence of a lead safety switch to unipolar sensing. Ts stated that this evidence points towards potential lead impairment. A thorough in-clinic evaluation, such as with provocative maneuvers and diagnostic imaging, was recommended to assess the lead integrity. The patient was subsequently seen in-clinic where the noise was reproducible with pocket manipulation, arm movements, and isometrics. The rv threshold measurements were stable. As the patient was not pacing-dependent, the physicians elected to not perform a lead revision procedure. Instead, they elected to continue with more frequent remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported.